Manufacturer narrative:
Device evaluation: flat creases, brown particles in the fill channel, missing shell, void >1 mm in non-textured valve-to shell-bond area and one curved opening. A microscopic analysis and leak test were performed which identified one sharp opening, wear abrasion and broken striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side valve bond edge assessed as unidentified (tear) opening. A striated edge broken in the side radius assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d6b, d.9, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.